Event description:
It was reported that alarm 2 occurred, and the customer experienced an occlusion issue with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to perform several troubleshooting steps, including disconnecting tubing, delivering boluses, and replacing supplies. Despite recurrences of the occlusion alarm, the final bolus completed successfully. The customer was advised to replace supplies as needed and resume insulin therapy, with follow-up assistance offered if necessary.